Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she ate around 7:30 pm and forgot to bolus. Customer's blood glucose was 490 mg/dl. Customer treated with a bolus of 15 units from the insulin pump. Customer had symptoms of high blood glucose such as feeling tired. Customer stated that she does not have a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that she did not have a tubing clamp and will be shipped one. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was advised to do a complete set change. Customer stated that her blood glucose was 462 mg/dl when she bolused. Customer received 8.75 units. Customer's blood glucose then went to 502 mg/dl. Customer took 15 units with the pump and her blood glucose went down to 435 mg/dl. Customer's blood glucose is now at 490 mg/dl. Customer stated that she uses her insulin until it is gone and ends up having high blood glucose.